Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. The electronic patient record was downloaded and reviewed by a stryker senior staff research scientist. It was observed that the device operates in advisory monitoring mode and confirmed that there was significant ECG artifact at the time of 'check patient' prompt. In advisory monitoring, continuous patient surveillance system (cpss) monitors the patient ECG, via quik-combo electrodes or lead ii, for a potentially shockable rhythm. Per the lp15 operating instructions: " if a shockable ECG rhythm such as vf is detected, the following prompt appears: check patient. If no pulse, push analyze. Prior to pressing analyze, confirm that the patient is in cardiac arrest. Motion artifact, a low amplitude ECG, and other causes of poor ECG signal may cause false cpss alerts. If the patient is not in cardiac arrest, do not press analyze." The root cause of the device detecting a shockable rhythm for a patient who was conscious and breathing was due to ECG artifact. The device was found to have operated as intended; there is no device malfunction. The root cause of the non-functional keypad is unknown. After performing other unrelated repairs, proper device operation was observed through functional and performance testing. The customer was subsequently returned to the customer.

Event description:
A customer contacted stryker to report that their device detected a shockable ECG rhythm for a patient who was conscious and breathing during monitoring. Additionally, it was observed that the device would not respond to any button presses when attempted. As a result, defibrillation therapy would not be available, if needed. The patient associated with the reported issue was not harmed.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer provided physio-control with the available patient information. Physio-control will not request any patient identifying information to be in accordance with regulation (EU) 2016/679 of the european parliament and of the council. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device detected a shockable ECG rhythm for a patient who was conscious and breathing during monitoring. Additionally, it was observed that the device would not respond to any button presses when attempted. As a result, defibrillation therapy would not be available, if needed. The patient associated with the reported issue was not harmed.